Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A technical summary was created document the results of testing performed by edwards lifesciences to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause for the valve post deployment position too ventricular (70:30) with subsequent cai cannot be confirmed. Per report the valve had been positioned 50:50, but shifted ventricular during deployment and landed in non intended position. It appears that the device movement during deployment was caused by unknown procedural factors. According to the information provided, post deployment it was noted that the native leaflets were coming in over the sapien causing the cai. This supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. There was no allegation or indication of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer reports no. 2015691-2014-00014, 015691-2014-00015 and 015691-2014-00021.

Event description:
Per the field clinical specialist (fcs) report, in a transapical tavr procedure the 26mm sapien valve position post deployment was too ventricular (70:30) with central aortic insufficiency (cai). A 2nd 26mm sapien valve was implanted. Case summary: during the placement of the pledgets the patient's blood pressure dropped from 120mmhg to 60mmhg and the anesthesiologist stated that the hematocrit had dropped from 36 to 29. One unit of blood was transfused. The pressure continued to decrease. The 20 x 3 edward's bav balloon was positioned and the bav was performed with no rapid ventricular pacing (rvp). The patient had an episode of chb after the bav and then intermittent heart block throughout the remainder of the procedure. An ep consult had been arranged prior to the case, as it was felt that there was a high risk of chb. Post bav the blood pressure was 40 mmhg systolic. The team discussed placing and iabp vs. Cpb. The 26mm sapien valve was introduced and positioned 50:50 across the aortic annulus. An aortogram was done during deployment; however the valve shifted ventricular and was deployed lower than intended (70:30 ventricular). The blood pressure did not recover post valve deployment and was 30/20 mmhg; intra-aortic epi was given via the 6f pigtail catheter. Tee noted that the native leaflets were coming in over the sapien and there was severe central aortic insufficiency (cai). A 2nd 26mm sapien was deployed approximately 70% more aortic than the 1st sapien. This resolved the cai, no paravalvular leak (pvl) was noted. Tee documented a ventricular standstill and CPR was initiated. Two more units of blood and two units of platelets were administered. Repair of the apex was initiated. A 40 cc iabp was placed from the right femoral artery. The patient's pressure had recovered before the iabp was started. The pressure was 180 mmhg and ntg was started. As the patient was pacer dependent, the temporary pacer was set at 70 bpm. Per report the patient was doing well post procedure.